Manufacturer narrative:
During a pta a savvy balloon catheter failed to inflate and there was leakage on a portion of the device. The lesion was located below the knee in the anterior tibial artery and it was very calcified with 85% stenosis. The savvy balloon catheter successfully crossed the lesion; however, the balloon catheter could not be inflated. The physician tried several times but he failed to inflate the savvy balloon catheter. Therefore, he changed the balloon catheter to a nanocross balloon and was able to successfully inflate at the lesion. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast and the ratio are not known. The brand of indeflator used in the procedure is also unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was never in an acute bend. The balloon never inflated and leakage was noted from an unknown segment. The balloon catheter was easily removed from the patient, there was no report of patient injury and the device was returned for evaluation. (B)(4): one non sterile catheter savvy 3.0mm x 10.0cm 120.0cm was received coiled inside a plastic bag. Excessive inflation medium residues were observed in the unit. The balloon was received partially inflated. The inner body was elongated. The proximal marker band was found out of its original position and positioned in the proximal seal of the balloon. No other anomalies were observed in the returned device. Cross-sectional analysis was performed and the proximal marker band was found loosen over the inner body. Marker band glue residues were observed in the inner body. The inner body showed elongation and damage. A leak test was performed; the balloon was inflated and deflated with no difficulty and no evidence of leakage. The balloon maintained the pressure nominal 8 atm. And the balloon maintained the pressure burst 10 atm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of pta system unable to inflate and leakage was not confirmed through failure analysis since the balloon maintained the pressure nominal 8 atm. And balloon maintained the pressure burst 10 atm and no leakage was observed, however the possible causes of this reported failure are likely related to the received conditions of the unit such as the inner body elongated, the proximal marker band out of its position causing obstruction in the inflation lumen because of it was positioned in the proximal seal of the balloon. The received condition of the device would indicate that there was some difficulty either advancing the device to the lesion or some difficulty removing the device from the very calcified lesion. The exact cause for the reported customer complaint could not be identified, however with review of the manufacturing records, the analysis of the device and the reported information there is no indication that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.

Event description:
During a pta a savvy balloon catheter failed to inflate and there was leakage on an portion of the device. The lesion was located at below the knee in the anterior tibial artery and it was very calcified. There was 85% stenosis. The savvy balloon catheter successfully crossed the lesion; however, the balloon catheter could not be inflated. The physician tried several times but he failed to inflate the savvy balloon catheter. Therefore, he changed the balloon catheter to nanocross balloon instead, and nanocross was succeeded to inflate at the lesion. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio are not known. The brand of indeflator used in the procedure is also unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was never in an acute bend. The balloon never inflated and leakage was noted from an unknown segment. The balloon catheter was easily removed from the patient.